Event description:
It was reported the pt's device had high impedance (>10000 ohms) during battery replacement surgery. The snap-lid component was tested and measurements were still measured high. Re-testing at 3.0 volts showed impedances of >40000 ohms. It was noted that impedance measurements could not be taken prior to the replacement procedure and the physician was not aware of any issues before hand. The physician decided to replace only the battery (due to end of service) and closed the pt up. The pt is due to see their surgeon for follow-up. Additional info is being requested, a follow-up will be sent when additional info is received.

Manufacturer narrative:
(B) (4).